Event description:
Recurrent dislocation of left hip secondary to worn acetabular knee. Liner removed - no longer available to replace it secondary to being discontinued. Acetabular shell needed to be removed as well. New shell & liner implanted. Hip was painful & started "popping" on him.